Event description:
It was reported that the procedure was to treat a bifurcation of the left anterior descending artery. A 3.0 x 15 mm xience xpedition was implant and 15 minutes post procedure, in-stent thrombosis was observed. The thrombosis was treated with angioplasty. The patient went into cardiogenic shock and was put on an intra-aortic balloon pump. There is no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.